Event description:
It was reported that a patient, who had a sling procedure performed approximately 2 years ago, presented with discomfort and dischage. The patient reports that they have been experiencing these symptoms since 4 months after the original procedure. The physician found a granulated area on the anterior wall of the vagina with some tape visible. The patient also has mild stress incontinence. The physician plans to excise the tape and possibly perform a traditional sling procedure utilizing non-synthetic material. The physician also plans to avoid the mid-urethra and place his sling closer to the bladder neck.